Event description:
The event is reported as: the circuit will not pass the pressure test. The circuit leaks. No pt injury reported.

Manufacturer narrative:
The device sample was returned for eval. The results of the eval are not available at the time of this report.